Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged, the day after it was implanted. The patient also experienced muscle stimulation. The physician performed lead revision and experienced placement difficulty. Additional information obtained from the field representative indicates that after lead revision, the patient still experienced muscle stimulation. Reprogramming was then performed and issue was resolved. Lv lead still remains in service. No additional adverse patient effects were reported.